Event description:
Pt underwent a phaco procedure in 2001. Handpiece calibrated and checked pre-operatively. During the procedure, the handpiece malfunctioned and the md was unable to aspirate. Pt received a corneal burn at insertion site requiring suturing.